Event description:
A customer reported that during cataract extraction by phacoemulsification, the system exhibited a burning smell, flickering screen, noise, and balanced salt solution (bss) leak. The surgery was converted to a manual technique and was completed following an hour long delay. No harm to the pt was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).